Event description:
It was reported by the customer that a bd pyxis es server system message was not crossing over and the interface was down. Nurses reported that they were not able to pull meds. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of records dating january 2022-december 5, 2024, under CAPA 10308384. The late submission of this report is justified by the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. A review of the complaint history for sn (B)(6) was performed in salesforce which did locate 5 similar complaints with the same failure mode for this serial number. ¿ case: (B)(4) ¿ all devices are on critical override. ¿ case: (B)(4) ¿ downtime procedure of server migration and we have disconnected mode critical override patient delay interface 10 hours. ¿ case: (B)(4) ¿ no new orders are showing. ¿ case: (B)(4) ¿ es - patient orders not crossing. ¿ case: (B)(4) ¿ delay reported between station and server. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-sep-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the message is not crossing over, and the interface is down. A technical support specialist checked on the server and confirmed that the tsc agent already dialed into the server and checked on the case (B)(4). As per this case issue was on the customer's epic system. There was a power outage that cause patient and order to be stuck on the epic and issue resolved.